Event description:
Information was received indicating that while in use of a smiths medical cadd cassette reservoir, a no disposable alarm was noted. The reporter indicated that the patient was finally able to go home, but the alarm happened again 7 hours into infusion. No adverse effects were reported.